Event description:
Pt underwent a right ilio-femoral bypass on (B) (6) 2006. Three years after implantation in (B) (6) 2009, it was reported a tumefaction at the right scarpa. A seroma and a dilatation of the graft was evidenced. On (B) (6) 2009, the dilated portion of graft was explanted and replaced with a eptfe graft. The pt was reported to be in a good condition.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. An explanted portion of the graft was sent to an outside laboratory for histological eval. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. In addition, tensile and burst strength tests results were conform to the product specifications. The review of the water permeability testing indicated value well within product specifications. One product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test results indicated a value well within product specifications. No conclusion can be drawn until the explanted portion of graft eval is completed. A f/u report will be submitted within 30 days upon receipt of any relevant info.